Event description:
It was reported that, on the day of implant, the patient had some inappropriate shocks due to oversensing via reduced intrinsic amplitudes. The electrogram baseline was wandering. Technical services recommended an x-ray toe confirm a good positioning. There were no additional adverse patient effects. The system remains implanted.